Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that the patient lost pulse in the left leg while in recovery. The physician used thrombolytic medication and implanted a 10x40 balloon expandable stent. The occlusion was resolved and the blood flow was restored. The physician stated the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.